Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Observed that the reader did not turn on with button, strip, or usb cable insertion. The reader was connected to the pc and the approved software was not able to recognize the reader. Performed a visual inspection on the usb/charging cable and no issues were observed. No opens or shorts were observed. Observed that the usb/charging cable passed testing. The reader was sent for further investigation. The reader was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly) and liquid contamination was observed. Therefore, the issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with the button press or test strip insertion and as a result, the customer was unable to self-treat and presented to the hospital where the customer received medical treatment from a healthcare professional (hcp), including blood work and x-rays, and administration of food, intravenous fluids for dehydration, and multiple medicines unspecified intravenous medications. There was no report of death or permanent impairment associated with this event.